Manufacturer narrative:
(B)(4). The returned device was visually inspected, and the peek housing was found dented/smashed inwards, causing sharp edges between electrode #2 and the shaft transition. Per this condition, scanning electron microscope (sem) analysis was performed over the peek housing. The results showed that the external surface of the peek housing was cracked, bent and scratched. It is possible that an unknown object hit the peek housing, causing the damage. The outer diameters of the catheters were measured and were found within specification. During the manufacturing process, all catheters are tested and inspected in order to prevent catheters with this type of damage from leaving the facility. Per the reported event, the catheter was evaluated for carto 3 system performance. The catheter was recognized by the system with no error messages and proper visualization. However, during testing, no temperature was observed. Further examination revealed that the thermocouple wires were broken at the tip area. As a result of this condition, the force feature could not be tested or verified. The catheter was then evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were also broken at the dome area. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue cannot be confirmed, and the root cause of the damage found in the peek housing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, since there was evidence of a proper manufacturing process.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter where a force issue was experienced. During the procedure, the pressure readings were unstable, with force values of 5-10g even without contacting the heart wall. The catheter was replaced, and the procedure continued without patient consequence. On 1/14/2017, the biosense webster failure analysis received the device, and it was found that the peek housing was dented and smashed, causing sharp edges between the second electrode and the shaft transition. It is not known if the catheter was withdrawn from the patient with any difficulty, or if the catheter condition was noted prior to use or upon withdrawal. The sheath in use at the time of the event is also unknown. If electrode ring edges are sharp or rough, they can cause damage to the patient¿s vascular endothelial linings during withdrawal. As a result, this event is MDR reportable. The awareness date for this complaint file is 1/24/2017, as that is when the reportable lab findings were discovered.